Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "motor spins free" could not be determined. The device passed all operational specifications. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the motor on the device spins free. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.